Event description:
It was reported that during the procedure, the first impedance testing after positioning the lead was within normal limits. The pain and stimulation did not ¿overlap¿ so the physician attempted to reposition the lead. After adjusting the position, however, impedance was high. The lead was removed and visually observed. The possibility of a lead fracture was pointed out, and the lead was replaced. New lead positioned without any problems. Of note, the stylet was not replaced after the lead was positioned. It was unclear what the stylet issue was.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.